Manufacturer narrative:
Upon inspection of the returned tibial array, think surgical, inc. Confirmed that one screw securing the top of the case was loose. Examination of the screw and threaded hole revealed no damage, and a uv light inspection showed no evidence of adhesive residue. Think surgical contacted the array's supplier to verify whether loctite (thread locking adhesive) is used on this screw. The supplier confirmed that the loctite is not applied to the screw that secures the top case, although it is used on other screws within the assembly. The absence of the adhesive on this particular screw may have allowed it to loosen and fall out over time. There was no injury to patient, and the surgery was completed without complication using the tracking array. However, think surgical is reporting this incident because the screw detached during the procedure, and it could pose a risk of entering the surgical incision.

Event description:
The user noticed a screw fall out of the tibial array during tibial resection. Despite this, the screw was removed from the surgical field, and the array was used successfully during the procedure.